Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jun2020.

Event description:
The customer reported display is not working properly. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective (liquid crystal display) lcd and data cable to address the reported problem. The unit successfully passed the required performance verification test.